Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a lap the balloon was very hard to inflate. A new one was opened to complete the procedure. The procedure date was in (B)(6) but exact date is not available.